Event description:
It has been reported to philips that the customer was not able to perform exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure not possible, image issues and patient on table in the middle of a procedure. Fse replaced frontal and lateral ip pc and all original software image disks in both ip pc. After replacement of ip pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.